Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified tubing set. It was reported that there was issues with micro-bubbles and air buildup in lines after proper priming of their tubing, which is an issue with running intra-arterial during procedures. There was patient involvement, but no report of patient harm.